Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for a total of 4 patient samples tested for the elecsys troponin t high sensitive stat assay - tnths stat on an e411 analyzer. The first sample initially resulted as 95.18 pg/ml accompanied by a data flag when tested on the e411 analyzer. The initial result was reported outside of the laboratory. The patient was sent to the emergency room at a different hospital. A new sample was collected from the patient at the hospital and this sample resulted as < 14 pg/ml when tested on an unknown analyzer. The original sample was then repeated twice on the e411 analyzer, resulting as 9.07 pg/ml and 9.20 pg/ml. On (B)(6) 2016, the field service representative checked the analyzer and ran performance testing. Performance testing was within specifications. He found the mixer speed to be too high, so he adjusted this lower. He stated that he performed some adjustments on the analyzer, noting that none were obviously bad. He noted that some operators were using alchowipes on the probes and he advised them to use deionized water. He also asked the customer to move a radio within the laboratory and this was done. On (B)(6) 2016, the second patient sample, from a (B)(6) female born on (B)(6) 1937, initially resulted as 26.07 pg/ml accompanied by a data flag when tested on the e411 analyzer. The initial result was not reported outside of the laboratory since all positive results were being re-checked. The sample was repeated on the same analyzer, resulting as 12.17 pg/ml on (B)(6) 2016. The sample was repeated a second time on the same analyzer, resulting as 13.02 pg/ml on (B)(6) 2016. On (B)(6) 2016, the third patient sample, from a female born on (B)(6) 1937 was collected from an arterial line. This sample initially resulted as 11.80 pg/ml when tested on the e411 analyzer on (B)(6) 2016. The initial result was reported outside of the laboratory to the requesting doctor. The sample was repeated on the same analyzer, resulting as 50.00 pg/ml accompanied by a data flag on (B)(6) 2016. The sample was repeated a second time on the same analyzer, resulting as 48.79 pg/ml accompanied by a data flag on (B)(6) 2016. On (B)(6) 2016, the fourth patient sample initially resulted as 17.08 pg/ml accompanied by a data flag when tested on the e411 analyzer. The initial result was not reported outside of the laboratory since all positive results were being re-checked. The sample was repeated on the same analyzer, resulting as 4.75 pg/ml on (B)(6) 2016. The sample was repeated a second time on the same analyzer, resulting as 4.40 pg/ml on (B)(6) 2016. It was asked, but it is not known if the patients were adversely affected. No adverse events were alleged. The tnths stat reagent lot number was 138684, with an expiration date of 07/31/2017. It was noted that there were infrequent spikes in tnths stat quality control results. Control spikes were noted to have occurred on (B)(6) 2016. It was also noted that there is a water system on the "rhs" of the e411 analyzer and there is a cryostat behind the analyzer. On (B)(6) 2016, the field service representative replaced the measuring cell stating that although performance was within specifications, one parameter was unusually high. He then ran performance testing and found that this was outside of specifications. He found that a tube running from the probe had jumped out of a metal roller. He stated that the cryostat was moved further away from the analyzer and that he moved the analyzer further away from the water pump. Calibrations and controls were fine.

Manufacturer narrative:
On (B)(6) 2016, the customer received an erroneous result for a second additional patient sample tested for tnths stat on the e411 analyzer. The sample initially resulted as 14.62 pg/ml accompanied by a data flag. The sample was repeated, resulting as 23.98 pg/ml accompanied by a data flag. The sample was repeated a second time, resulting as 15.04 pg/ml accompanied by a data flag. The erroneous result was not reported outside of the laboratory because all samples are being run in duplicate and the results are checked before reporting them. No adverse events were alleged to have occurred with the patient. The field service representative replaced the probe and performed semi-annual preventive maintenance on the analyzer. He ran performance testing and stated that it had awful precision for one parameter. To improve precision, he dismantled the detection module, reseated all connections, reseated the photo-multiplier tube, adjusted the high voltage, ran liquid flow cleaning maintenance, performed measuring cell preparations, and replaced system reagents. He stated that nothing helped improve performance. He suspected an issue in the syringe unit area of the analyzer. The field service representative later returned to the site and swapped pinch valves around on the analyzer. He removed a syringe block and inspected it for cracks. He inspected tube joints for cracks. He inspected the sipper syringe base. He removed all printed circuit boards and reseated them. He measured the analyzer high voltage. He said precision did not improve after these steps. Service actions are ongoing.

Manufacturer narrative:
On (B)(6) 2016, the customer received an erroneous result for one additional patient sample tested for tnths stat on the e411 analyzer. The sample initially resulted as 16.11 pg/ml accompanied by a data flag. The sample was repeated, resulting as 11.06 pg/ml. The erroneous result was not reported outside of the laboratory because all samples are being run in duplicate and the results are checked before reporting them. No adverse events were alleged to have occurred with the patient. On 09/06/2016, the field service engineer ran performance testing on the analyzer and he stated that all was much better. Precision studies were also performed.

Manufacturer narrative:
The field service representative returned and replaced all printed circuit boards on the analyzer. He tested these by running high voltage adjustments. Replacing the boards made no difference in precision. He replaced the sipper probe and stated that the high voltage adjustment went smoothly after doing this. He also ran performance testing after the probe replacement and this was quite good. Additional precision studies were performed after the probe replacement and these were much improved. No new events were reported after the service actions were performed.